Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that she did back to back blood glucose tests, within 10 minutes, using different fingersticks. Her results were 240, 200 and 179 mg/dl. No symptoms were reported. On follow-up, the reporter stated that she checks the confirmation dot for enough blood; gets good sample of blood. She has a problem with a damaged power button on her meter. Having other health issues so doesn't know if how she feels is from her blood sugar level or from other ailments. The lifescan representative reviewed coding, cleaning, sample application, and use of control solution.